Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in the heavily calcified right femoral artery with proglide devices using the preclose technique. Reportedly, during deployment, the sutures of three proglide devices appeared disconnected. The sutures of two additional proglide devices were successfully placed in preclose technique prior to the tavi procedure. The sheath was upsized to 12f for the tavi procedure. The tavi procedure was completed and the two successfully preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The devices were used in a 26f common femoral artery access site. The instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture detachment could not be determined. The treatment appears to be related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. Seventeen unused, sterile proglide devices with lot #5081241 were returned for evaluation. Visual and functional testing was successfully performed with no malfunction noted.

Event description:
Subsequent to the initial filed medwatch report, additional information was received indicating the following. Reportedly, a suture break occurred when retracting the plunger with three proglide devices. No resistance was felt to the sutures and did not feel as if the sutures were snagged on calcium. The sheath was upsized to 12f and 26f for the transcatheter aortic valve implantation (tavi) procedure. The physician is reported to be established in the pre-close technique. No additional information was provided.